Event description:
This pt with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and found a fractured rate sensing lead. (The pt had two leads of the same model) it is not know which lead had the fracture. The physician elected to cap both leads and replaced them with a lead by another manufacturer.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.